Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01846 and 01847) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the patient complained of "unnormal battery behavior" with switching events. Log files were sent. The batteries were exchanged with no effect on the patient. No further information was provided.

Manufacturer narrative:
The reported event of power switching occurring was confirmed on the returned batteries, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed some cases of power switching due to momentary or temporary battery disconnections. These events occurred while the batteries were connected to a controller which had received the smr upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery connections to a controller during the analysis of both devices. Results revealed that the electrical connections were stable. This is one of two reports (3007042319-2016-01846 and 01847) submitted for devices related to the same event.